Event description:
Device 2 of 2; reference MFR. Report # 1627487-2019-02757.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
Device 2 of 2: reference MFR. Report # 1627487-2019-02757. It was reported the patients lead was protruding through the skin. Surgical intervention was undertaken on (B)(6) 2019 during which the physician placed the lead back under the skin. Surgical intervention resolved the issue.